Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. See attached email and logs.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient experienced a pneumothorax. The procedure was completed and there were no delays. The pneumothorax was identified via a post-operative x-ray and the patient required the placement of a chest tube. The physician was able to biopsy both target lesions and got diagnostic information from pathology. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event was related to the ion procedure. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.